Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive. The customer's blood glucose level ranged from 437 to 579 mg/dl. The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy. Reportedly, the customer's blood glucose level had reduced to the 400's mg/dl.